Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, balloon channel, and erector channel. Detergent used is hexianos. During manual cleaning detergent and disinfectant used are hexianos. Brushing is performed for the instrument channel, suction channel, suction cylinder, instrument channel port, balloon channel, and distal/areas around the elevator. Model number of the brushes used aseptinmed (ref (B)(4), lot 220249). Automatic endoscopy reprocessor (aer) device is wassenburg. Detergent used with it is endohigh and disinfectant used is endohigh paa. The device is stored vertically in a simple cabinet without drying functionality. Maintenance of the device is by olympus. The device was sterilized manually with peracetic acid.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where evaluation found wear and tear: the light guide lens was cracked, the objective lens was cracked, there was a gap of adhesive on the rubber, there was deterioration or discoloration, and the angle wires were stretched. None of these issues are reportable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we were not able to determine the relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.